Event description:
A customer reported a top light failure on an ophthalmic console. Details of the procedure and any potential patient impact were not provided. Additional information has been requested but is not available at the time of this report. Additional information was received and indicated that the event occurred before the surgery, and the procedure was completed with another system. There was no patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).